Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving intrathecal baclofen (200mcg/ml at 830.2mcg/day) via an implanted pump. The indication for use is unknown. On (B)(6) 2015 the hcp reported that they were unable to access the refill septum under fluoroscopy. They just hit metal when inserting the needle. X-rays were taken and the pump was in the proper position. It was noted that the template and proper refill needle were being used. The patient had gained 20-30 lbs and there was a potential pump depth issue. On (B)(6) 2015 a company representative came and helped position the pump. The patient was restrained more for procedure as it was noted that the patient had been combative. The cause of the inability to locate the refill septum was determine to be that the pump had tipped and movement of the patient. Further follow up was requested to determine if the pump was successfully refilled on (B)(6) 2015 and to determine the patient's relevant medical history.

Manufacturer narrative:
The event description was corrected; the follow up statement was added.

Event description:
Further follow up was done to determine the cause of the tipped/tilted pump.

Event description:
Additional information from the healthcare professional indicated that the pump was tilted and with positioning the refill on (B)(6) 2015 was uneventful. It was also noted that the patient had been combative at that appointment as well.

Event description:
Information was received from the physician's office that indicated the cause of the tipped/tilted pump was unknown but was possibly thought to be the use of a mechanical lift. The pump had an eri (elective replacement indicator) of 36 months.